Manufacturer narrative:
A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. Product sample was received, but not yet evaluated. No visual and functional testing has been performed. The reported issue could not be confirmed as the product sample has not yet been evaluated. No information has been provided to date.

Event description:
It was reported that the pump exhibited error code 1720. The event occurred during testing. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed seal and labels were intact. During functional check, the reported complaint was not duplicated during the investigation. Back-up-capacitor had a broken wire causing message error code 1720 on the pump display. Root cause was found to be a broken wire on back-up-capacitor. The back-up-capacitor was replaced.

Manufacturer narrative:
Other, other text: h4: correction: device manufacture date: 09-apr-2001.